Manufacturer narrative:
(Monocular diplopia & trace striae). Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2011 due to the fact abbott medical optics (amo) became aware on (B)(4) 2012. The condition of the system (since the time of the event) will make the evaluation impossible.

Event description:
Site reported on 12/12/2012 of an event that occurred on (B)(6) 2011, where a (B)(6) male had intralase created flap programmed at 100um on both eyes (ou). There was a successful flap lift and allegretto excimer was completed. During right eye (od) flap creation; doctor lost suction at 80% raster completion, using same cone dr. (B)(6) reapplanated and lost suction at 90% raster completion. Doctor used the same cone, reapplanated and successfully completed intralase flap with dr (B)(6) noting flap had "normal architecture." Doctor reported trace striae ou at 1 week and following post-ops. Patient noting monocular diplopia with both eyes independently uncorrected. Patient's uncorrected visual acuity (ucva) 20/40 od, 20/30 left eye (os). Best corrected visual acuity (bcva) 20/20 ou. Patient underwent retreatment photorefractive keratectomy (prk) os with customvue visx treatment on (B)(6) 2012. The prk was for residual refractive error within customvue enhancement parameters.